Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced hyperglycemia with a blood glucose of 274 mg/dl after disconnecting from the ilet for an extended period and failing to reconnect, then completed a supply change and planned to allow the system to correct. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no hospitalization, no emergency treatment, and no device alerts or alarms. Investigation included customer care troubleshooting and education. Investigation of this case revealed user handling leading to missed insulin delivery due to not reconnecting the infusion set, with no device malfunction reported. It was concluded, based on previously established findings for similar reports, that user handling was the cause.